Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implanted on unknown day in 2002. Concomitant medical products: item # unk, hip-unknown-heads-unk, lot # unk; item # unk, hip-unknown-tapers-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-04175, 0001825034-2018-04176.

Event description:
It was reported that a patient was revised approximately 10 years post implantation due to unknown reasons. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.